Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their mother, who provided carbohydrates and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.